Manufacturer narrative:
The lens was not returned to b+l for evaluation; therefore, product evaluation could not be conducted. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Based on the information available, the exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was removed intraoperatively due to a capsule rupture that occurred during insertion. An anterior vitrectomy was performed, the incision was enlarged to remove the lens and suture was placed to close the wound. Another lens of different model was implanted successfully. Additional information was requested, but has not been received.